Manufacturer narrative:
The philips field service engineer (fse) checked the device and confirmed the device has no audio and displays a speaker malfunction error message. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker assembly was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6)e1: reporter phone# :(B)(6).

Event description:
It was reported that the efficia cm12 monitor has no sound. The device was in use on a patient. There was no report of patient or user harm.